Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis no damage was evident to the applier. A fractured endoanchor was loaded in the applier housing on receipt of the device. It was not possible to remove the fractured endoanchor. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. No corrosion was observed to the circuit board or connector pins. The battery was removed and measured 9.01v. It was not possible to load an in-house endoanchor due to the fractured endoanchor entrapped in the applier housing. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the accessory sa-85 abdominal aortic aneurysm endoanchor applier-cassette, the applier could not load the final anchor successfully; half of the anchor was connected to the applier while the other half was stuck in the cassette, rendering the applier unusable. The patient was treated with another sa-85 device. Per the physician the cause of the event was a product defect. It was reported that 9 endoanchors were successfully implanted prior to the event during prophylactic use with an esbf2514c103ee stent graft. The applier did not display any error lights when the malfunctioned occurred. The device prepped according to the instructions for use (IFU). It was confirmed that the device was inspected prior to use and no issues were noted. It was clarified that the endoanchor could not be fully loaded into the applier. Only half of the anchor loaded.